Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This patient death was reported with limited information and indication of unknown relationship to the device and/or procedure. No further information has been obtained thus far that would/could disassociate the device system and event. Therefore, this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. The manufacture date for the leads was not able to be obtained after multiple searches. Concomitant product: product ID 693335, implanted: (B)(6) 1995. (B)(4).

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased with limited information. Information identified in the obituary indicated the patient died approximately seven years post implant of the ICD. A cause of death was requested and not received.